Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the hub locks will only lock in reverse, chair will move forward.